Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an object was floating in a vial during use of a vial-mate adapter. The object was further specified as a piece of rubber from the vial stopper that was pushed through. This was identified prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device and photograph was received for evaluation. Visual inspection was performed and the device was in the activated position attached to a vial and solution bag. No irregularities were observed on the device needle, however the stopper bottom of the vial showed evidence of over-twisting. The particulate matter in the product vial was observed to be stopper material. Functional testing of the device was performed with no issues noted. The reported condition was verified. The cause of the condition was due to misuse. The instructions for use of the device indicates that the blue port adaptor must not be over-twisted upon activation. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.